Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with a broken reservoir tube lip, missing reservoir tube seal, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked case at a reservoir tube window corner, cracked reservoir tube window and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the numbers on the screen started scrolling when trying to deliver a bolus. Blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.